Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the gear clamps were leaking. Additional malfunctions include the manifold hose was leaking, and the small gear clamps were leaking.